Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Event description:
When the package of a 6f vista brite tip guiding catheter was opened, and the unit was removed from the pouch, the connector of the hub came off from the shaft. This occurred prior to use. The product was not clinically used.